Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of methicillin-resistant staphylococcus aureus (mrsa) infection were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection. No additional adverse patient effects were reported. The lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection. No additional adverse patient effects were reported. The lv lead was explanted.